Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon was upside down, vaginal- (nothing happened) [device physical property issue]. Case narrative: consumer reported via phone that tampon was in vagina upside down. No injury reported.

Manufacturer narrative:
Investigation not feasible.

Event description:
Tampon was upside down, vaginal- (nothing happened) [device physical property issue]. Case narrative: consumer reported via phone that tampon was in vagina upside down. No injury reported.